Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 120cm 6x150 smart flex self-expanding stent (ses) broke at the touhy after deploying the first 10mm of the 150mm stent. The physician using the smart flex stent was finally able to deploy the stent but jailed the profunda due to the broken plastic ¿hub.¿ stent deployed fully after working around the broken distal portion of the touhy. The procedure was completely successfully and without patient injury. The product was opened in sterile field. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was inspected and prepared as specified in the instructions for use (IFU). The device was stored and handled as specified by the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer membrane/sheath when removed from the tray. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There was no difficulty advancing the sds over the guidewire or embolic protection device. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The intended procedure was to restore blood flow to the right foot and leg. The target lesion was the superficial femoral artery (sfa) on the right side (leg). The target lesion vessel diameter was 6mm. The target lesion vessel length was 120m. The percentage stenosis of the target lesion was greater than 80 percent. The lesion was calcified. There was little vessel tortuosity. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The lesion was pre-dilated prior to stent implantation. The percent stenosis after pre-dilation was 20-40%. There were no kinks/bends noted to the device after it was removed from the patient. Procedural images are available and maintained at cch. The device will not be returned.

Manufacturer narrative:
During a right superficial femoral artery (sfa) stenting procedure, a 120cm 6x150 smart flex self-expanding stent (ses) broke at the touhy after deploying the first 10mm of the 150mm stent. The physician was able to deploy the stent, working around the broken distal portion of the touhy, but jailed the profunda due to the broken plastic ¿hub¿. The product was opened in sterile field. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was inspected and prepared as specified in the instructions for use (IFU). The device was stored and handled as specified by the IFU. There was nothing unusual noted about the stent delivery system (sds) prior to use. The stent was still constrained within the outer membrane/sheath when removed from the tray. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There was no difficulty advancing the sds over the guidewire or embolic protection device. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The intended procedure was to restore blood flow to the right foot and leg. The target lesion was the sfa on the right side (leg). The target lesion vessel diameter is 6mm. The target lesion vessel length is 120m. The percentage stenosis of the target lesion was greater than 80 percent. The lesion is calcified. There is little vessel tortuosity. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The lesion was pre-dilated prior to stent implantation. The percent of stenosis after pre-dilation is 20-40%. There were no kinks/bends noted to the device after it was removed from the patient. No other information was reported. The device was not returned for analysis. A file with two pictures apparently related to a smart flex 6x150 bil, 120cm was received for analysis. Per visual analysis of the pictures, it is noted that the luer hub is separated. No other information could be observed from the pictures. A product history record (phr) review of lot 40848 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the events reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses-deployment difficulty-inaccurate placement¿ could not be properly evaluated due to the nature of the complaint and no procedural films being received for review, the exact cause of the deployment difficulty could not be determined. However, it¿s possible that the event may be related to the luer hub damage. The reported ¿luer hub (inner shaft) - separated - during use¿ was confirmed since a luer hub separated condition is noted on the received pictures. However, the cause of the damage cannot be conclusively determined based solely on the visual analysis of the pictures. The exact cause could not be determined. Vessel characteristics, as well as procedural and handling factors may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation, ¿during preparation, evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ when introducing the stent delivery system, ¿if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. Use caution when crossing a deployed stent with any adjunct device. Prior to stent deployment, remove all slack from the catheter delivery system.¿ neither the phr review nor the device photo review suggest that the reported events are related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.